Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the presence of the reported event codes. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer's device had logged multiple instances of a potentially reportable event code related to the device's ability to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.